Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires/screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the two screws placed not as intended were revised in the very same surgery at the end of the surgery, all screws were placed in their correct final positions as intended (4 placed with aid of navigation, 2 of which revised with aid of navigation, 4 placed without aid of navigation). The outcome of the surgery was successful as intended. Despite there was an increased risk to harm a critical structure. No actual harm/negative clinical effect to the patient occurred (also not due to prolonged surgery/anesthesia of 2 hours). There are no further remedial actions necessary/done/planned for this patient due to this issue, also hospitalization was not prolonged. According to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of the two misplaced screws at left l3 and left l4 (that required revision) in the caudal direction by approximately 10 mm was a movement of the reference array due to an insufficiently rigid fixation and/or inadvertently applied forces (e.g. Accidentally bumping into array, during draping or undraping, etc.). A movement of the reference array after registration can disrupt the coordinate system established during registration and result in a deviated display of tracked instruments in navigation compared to their actual positions on the patient anatomy that cannot be compensated for by the navigation software. A minor factor that could have potentially contributed (to a much lesser extent) to the deviated screw placements is the use of k-wires with a diameter smaller than that of the pedicle access needle used to create the path in the pedicle for k-wire placement (and screw guidance). The k-wire could have deviated slightly within the created path in the pedicle, which the screw would then follow. Apparently, the resulting deviation in the navigation display was not recognized by the user with the necessary and appropriate accuracy verification checks after registration (i.e. At verification step) and/or during the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (on (B)(6) 2020) on the spine for posterior fusion of l3-s1, with planned placement of 8 k-wires/screws (to address lumbar radiculopathy and lumbar kyphosis), was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table (after having completed an anterior interbody fusion and an extreme lateral interbody fusion). Inserted schanz pins into the right iliac crest for the 2-pin fixator and 3-sphere reference array. Acquired a ziehm 3d scan with automatic image registration (to match the display of the navigation to the current patient anatomy). Made incisions and verified accuracy of the registration on the bone using the navigated pointer and accepted it. Prepared the paths in the pedicles of l3-s1 (left side only) using the brainlab pedicle access needle. Placed screws over the k-wires using a navigated third party screwdriver (which was recalibrated for every new screw). Acquired an x-ray scan and determined that the screws in left l4 and left l3 deviate from their intended position by approx. 10 mm (screws in left s1 and left s5 were considered acceptable). Removed the misplaced screws and acquired a second ziehm 3d scan with automatic image registration. Replaced left l4 and l3 screws with aid of navigation, following the same procedure as before, and confirmed correct placement with an x-ray scan after each screw. Moved to the patient's right side, began planning screw placement in right l3, detected an inaccuracy and decided to continue without aid of navigation. Placed the remaining screws in right l3-s1 under fluoroscopic guidance. According to the hospital/surgeon: the two screws placed not as desired were revised in the very same surgery. At the end of the surgery, all screws were placed in their correct final positions as intended (4 placed with aid of navigation, 2 of which revised with aid of navigation, 4 placed without aid of navigation). The outcome of the surgery was successful as intended. Despite there was an increased risk to harm a critical structure. No actual harm/negative clinical effect to the patient occurred (also not due to prolonged surgery/anesthesia of 2 hours). There are no further remedial actions necessary/done/planned for this patient due to this issue, also hospitalization was not prolonged.